Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient had reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient had fallen 3 times. The patient was met for reprogramming and the patient stated they'd had multiple falls and experienced a shocking sensation around the ins and their left mid back when the stimulator was on or off. The patient had impedance checks and x-rays done. It was noted the left lead migrated down about 1.5 vertebral bodies but looks like it was still in the epidural space. The impedances were all within normal range. No further complications were reported or anticipated.